Manufacturer narrative:
Findings: pump received with normal operating currents, passed error test, self test, and the displacement test however, unit alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery test due to alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 175 mg/dl at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.